Manufacturer narrative:
G4: 07may2020. B4: 14may2020. The customer confirmed that replacing the power supply corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported power on self test (post) 24v and occlusion: safety valve open alarm diagnostic failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.